Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was explanted during a surgical repair of perforation performed on (B)(6) 2021. On (B)(6) 2021, the advanix biliary stent was successfully implanted without any problem. After 3 days, post discharge, the patient returned to the hospital due to abdominal pain. During emergent follow-up, it was found upon CT that the stent had migrated distally through the lateral wall of the duodenum and into the retroperitoneum. On (B)(6) 2021, the migrated stent was successfully removed and had patched the perforation of the lateral duodenal wall and a new stent was not implanted. Progress after the procedure was okay, and the patient has still a naso-gastric tube in place.